Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, during the device changeout procedure, the pace/sense portion of this right ventricular (rv) lead was capped due to high pacing thresholds. The defibrillation portion of this rv lead remains in service. A new rv lead was implanted for pace/sense purposes. No additional adverse patient effects were reported.